Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and it was reported that the hemostatic valve detached from the sheath. The device was inspected, and the brim cap and hemostatic valve was observed detached from the hub of the sheath. The hub was inspected with a vision system in order to obtain a magnified image of the area where the cap must be assembled. No damages or anomalies were noticed. Then, the outer diameter was measured, and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the separation cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on may 9, 2019, and originally it was noted that the brim cap and hemostatic valve became detached from the hub of the sheath and the dilator appeared to look normal. However, additional clarification on the visual inspection was received on may 15, 2019, stating that the hemostatic valve was stuck inside the brim cap and by removing the hemostatic valve from the brim cap, it may become damaged. The issue with hemostatic valve remains a reportable issue. The issue of the brim cap detached was also assessed as a reportable event. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and it was reported that the hemostatic valve detached from the sheath. The sheath was replaced, and the issue resolved. No patient consequence was reported. Additional information and photos were received on april 10, 2019, and it was reported that it was that the hemostatic valve was broken and that no other parts of the sheath were damaged. The issue of hemostatic valve ¿ separation was assessed as a reportable event.